Event description:
The rotablator system was set up to begin the procedure. Before the device (rotalink atherectomy burr) was used on the patient, the mc tested the rotablator by depressing the foot pedal, resulting in loss of air pressure in the rotablator system. The tank was inspected and it was noted that one of the pressure gauges feeding the rotablator system had more pressure than recommended. It was adjusted, but still a loss of pressure was noted when testing the system. Air tank was changed, with continued loss of pressure during testing. The rotablator console, was changed out and there was still loss of pressure. The rotoburr was exchanged for another rotoburr, which resulted in adequate pressure, and the case was able to proceed.no issues in the service history review were found that would have led to reported failure. The cause of the reported difficulties could not be determined.